Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported hospitalization due to high blood glucose. Customer stated her insulin pump would not rewind and deliver insulin. Customer stated that she was in the intensive care unit due to the insulin pump. Customer was given insulin pens to bring home. Customer had diabetes ketoacidosis. Customer's blood glucose at that time was 600-700 mg/dl. Customer was not wearing the insulin pump for 2 days prior to hospitalization. Unable to continue the troubleshooting. No further information provided.